Event description:
It was reported the patient experienced shocking when system switched on and lack of therapy. As a result, the system was explanted.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿ineffective therapy¿ and "leaks of electricity" was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities and passed all testing on the automated test equipment (ate). The as-received ipg was in the service application state which occurred during the explant procedure.